Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator displayed a message that -diagnostics cleared because they were invalid-. Diagnostics were cleared.